Event description:
A report was received that a patient was having difficulties charging his ipg. A bsn representative assessed the patient and it appeared that the patient's ipg may have migrated at an angle. A pocket revision has been recommended.

Manufacturer narrative:
Additional information received stated that the patient underwent a pocket revision. Nothing was implanted or explanted and the patient is reportedly doing well following the procedure.

Event description:
A report was received that a patient was having difficulties charging his ipg. A bsn representative assessed the patient and it appeared that the patient's ipg may have migrated at an angle. A pocket revision has been recommended.